Manufacturer narrative:
Concomitant medical products. Model: cmrm6133eu, antibacterial envelope; implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient enrolled in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it) is deceased associated to septic shock. It was further reported the patient had left and right cardiac failure and polyorganic failure. The patient was treated with intravenous antibiotics. Blood cultures were found to be negative and the source of the sepsis is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that according to a clinical events committee (cec) assessment this event is implant related and related to a cardiovascular implantable electronic device (cied) infection identified as endocarditis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient felt weakness and had hypotension.